Event description:
It was reported that the patient was experiencing an increase in seizures. The patient was referred for vns replacement surgery. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the increase in seizures is at pre-vns seizure rate, and that the physician believes the cause of the seizures is the ifi battery status. Also, settings and system diagnostics results were reported and confirmed all results were within normal limits. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced for prophylactic reasons. Product return is not expected as the explanting hospital discards explants per policy. No additional or relevant information has been received to date.